Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/30/2016, to report that she experienced a diabetic coma that occurred on (B)(6) 2016. Patient reported that the event was not caused by the dexcom sensor. Patient reported that when she went into the diabetic coma, her husband had to administer a glucagon shot. Patient reported that it took her about 2 hours before she was coherent after the reported event. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of low blood glucose, resulting in medical intervention.